Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system was leaking due to an insertion or loading issue, as the user likely did not seat the cartridge correctly, and the user had previously experienced faulty 23 in 6 mm infusion sets; replacements for infusion sets were provided and the user was educated on proper supply change. Symptoms included hyperglycemia. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included guided troubleshooting and user education. Investigation of this case revealed user handling contributed to the leak and that the infusion sets in question were no longer available for evaluation; a cartridge kit was also reported to be missing a needle, but no replacement was requested. It was concluded that the event was attributable to user technique with no device injury reported and that replacement supplies and education addressed the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.